Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav. Pressurized drip was performed. No fluid was dripping from the tip of the pentaray nav catheter that had been removed from the patient's cardiac cavity. Timing was approximately 1 hour and 30 minutes after the catheter was used. After mapping the right pulmonary vein (rpv), the catheter was removed from the cardiac cavity to replace the lasso catheter, and no fluid was dripping. The issue was improved by replacing the pentaray nav catheter. The issue was resolved by replacing the catheter. The suspected device for the reported flow/irrigation issue was the catheter. The procedure was completed without patient's consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav. Pressurized drip was performed. No fluid was dripping from the tip of the pentaray nav catheter that had been removed from the patient's cardiac cavity. Timing was approximately 1 hour and 30 minutes after the catheter was used. After mapping the right pulmonary vein (rpv), the catheter was removed from the cardiac cavity to replace the lasso catheter, and no fluid was dripping. The issue was improved by replacing the pentaray nav catheter. The issue was resolved by replacing the catheter. The suspected device for the reported flow/irrigation issue was the catheter. The procedure was completed without patient's consequence. The device evaluation was completed on 05-feb-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual analysis revealed no anomalies on the device. Then, since the device was not irrigating, further investigation was performed. It was noticed that the irrigation tube was folded at tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed due to the conditions of the irrigation tube. The potential cause may be attributed to device usage during the procedure; however, it cannot be determined with the information available. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-jan-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).